Manufacturer narrative:
The initial reporter facility name is (B)(6). The initial reporter facility number is (B)(6). The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Circulation pump failed. Replaced circulation pump. Mixing pump, heater, chiller pump all failed. Replaced mixing pump, heater, chiller pump. Performance, electrical safety tests and water replacement were performed. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow in an arctic sun device. Per review of wo on 13feb2025, there was no patient involvement. Per sample evaluation results received via task on 30apr2025, there was a mixing pump, heater, chiller pump all failed in an arctic sun device.